Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp as the issue reported was due to improper operator use from the customer. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : fst has performed no work on the device as it is improper operator use, and the issue is resolved by the customer.